Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. The customer stated they inserted a new battery and they were able to bolus. Customer stated insulin pump then started vibrating and said to put in a new battery. Customer replaced the battery and it kept saying replace the battery and then it just turned off. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. The customer stated insulin pump was dropped and there was tearing on the front and a crack on the back of it and dents marks. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.